Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an unopened single action pump device was checked during stocking or inventory on (B)(6) 2021. During stocking or inventory, a hair was noted inside the package. Reportedly, there was no damage to the packaging and the sterile seals were intact. There was no patient or procedure involved.

Event description:
It was reported to boston scientific corporation that an unopened single action pump device was checked during stocking or inventory on (B)(6) 2021. During stocking or inventory, a hair was noted inside the package. Reportedly, there was no damage to the packaging and the sterile seals were intact. There was no patient or procedure involved.

Manufacturer narrative:
Block h6: medical device problem code a1802 captures the reportable event of foreign material found in the packaging. Block h10: investigation results the returned irrigation device was analyzed and a visual evaluation noted that the pouch was unopened and the seals were in good condition. A hair was also observed inside the pouch, thereby confirming the reported event. Microscopic inspection was performed which confirmed the hair inside the device pouch. The most probable root cause is manufacturing deficiency, as the reported event was traced to the manufacturing process. An investigation to address this problem has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction: d4 (model number, lot number, catalog number and unique identifier (UDI) #).